Manufacturer narrative:
The test cup picking assembly was returned to the tosoh instrument service center for investigation. A visual inspection passed with no damage observed. Functional testing was performed by placing the test cup picking assembly on a test aia-900 analyzer and the analyzer successfully booted up, but error 4151 was received, the product evaluation confirmed a failure of the test cup picking assembly to meet specifications. The most probable cause of the reported event was due to the faulty test cup picking assembly.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem during a daily check. The fse inspected the assembly for any obstructions and none was noted. The issue was determined to be a faulty cup transfer assembly z-axis motor. The fse replaced the entire test cup picking assembly and performed all test pick up assembly alignments. Fse repaired and validated the analyzer by running several cup transfer tests, a daily check and quality control without issues. The aia-900 analyzer is functioning as expected. No further action is required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 11217307. There were no similar complaints identified during the search period. Aia-900 operator's manual section 12: flags and error messages: [4151] c.trans-z home detect error cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the reported event was due to failure of the cup transfer assembly z-axis motor.

Event description:
A customer reported ¿4151 c.trans-z home detect error¿ on the aia-900 analyzer. The customer performed an all set home and removed test cups from the incubator through the maintenance screen. The error persisted and the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.